Event description:
Patient had an abbott assurity pacemaker model number pm2272, serial # [redacted], implanted on [date redacted] - approximately 5 years ago. Patient recently found battery depletion device. Patient was admitted having generator changed out. This device's battery has depleted prematurely.